Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. In response to the occlusion event, the customer reloaded the same cartridge and resumed insulin.